Event description:
Additional information received via email. The reporter stated that the problem was not the led, it was an alarm buzzer that came loose. No adverse patient effects were reported by the customer.

Manufacturer narrative:
B5, additional information. H6. Event problem and health impact, updated.

Manufacturer narrative:
Email is: (B)(6). H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection of the physical condition of the device found the sounder board was loose. Functional testing found the device cycled as intended. The complaint was confirmed. The most probable cause of the issue was impact on device causing loose screws. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced sounder printed circuit board (pcb), MRI battery sintered filter, o rings and o ring washer. Recalibrated tidal volume and bpm. Cleaned and affixed service label. Device passed functional testing after the completed repairs.

Event description:
It was reported that the status led fell through the front panel and was inside the unit. Tried to use the pipeline o2 and it was not cycling on and they then switched to the cylinder and then it started working fine. No report of patient involvement.

Manufacturer narrative:
Date of event is unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.